Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
This event was a revision for dislocation. Approximately two months after the primary surgery. The primary surgery used the humelock ii reversed system. During the revision surgery, the surgeon expanted the ø 36+6 135/145 humeral cup. Then, he implanted ø 36+6 stability humeral cup.